Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced hyperglycemia on (B)(6) 2026 with blood glucose reported at 396mg/dl after discovering that the steel needle was bent during an infusion set change, likely due to extensive scar tissue, resulting in poor insulin absorption. No further information available.